Manufacturer narrative:
Lot pkxp-475363-537483 (1): manufacture date 21 july 2021, device not returned.

Event description:
This record is a consolidation of q3 2022 records summarized as a part of the FDA voluntary malfunction summary reporting program. This report captures one instance of intraoperative cascadia tl interbody mechanical jamming. The associated procedure was completed successfully with no surgical delay and no adverse consequence to the patient.

Manufacturer narrative:
Lot pkxp-475363-537483 (1): device not returned by user.

Event description:
This record is a consolidation of q3 2022 records summarized as a part of the FDA voluntary malfunction summary reporting program. This report captures one instance of intraoperative cascadia tl interbody coupling issue (jamming). The associated procedure was completed successfully with no surgical delay and no adverse consequence to the patient.